Event description:
During a robotic hysterectomy on (B)(6) 2023, the vessel sealer was noted to be burning but not cutting through tissue. The malfunctioning instrument was removed from field and replaced with a new vessel sealer, then tagged and sent to spd(sterile processing department) to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned. The instrument will be sent back to intuitive to request reimbursement.